Manufacturer narrative:
Received 1 used transfer set. Visual inspection reveals 2 tubing splits with leakage.

Event description:
Baxter australia reports "longitudinal split in line." Noted during use with no patient injury reported.